Manufacturer narrative:
The service actions resolved the issue. The investigation determined the event was due to a maintenance issue.

Manufacturer narrative:
The na electrode lot number was der66, installed on (B)(6) 2025. The expiration date was not provided. The customer cleaned the sample and reagent probes. System reagents were primed, air purges and probe washes were performed, the system was checked for leaks and air bubbles, the wash rack was rerun with activator, and recalibration was performed. The field service engineer (fse) found a partially clogged vacuum nozzle; the vacuum nozzle was flushed. Ise checks, calibration, and qc were all acceptable. The investigation is ongoing.

Event description:
The initial reporter complained of qc issues and a discrepant high result for 1 patient sample tested for sodium (na) on a cobas pro ise analytical unit. The initial result was 152 mmol/l. The doctor questioned the initial result as it was high compared to the patient¿s previous result. The repeat result from a different cobas pro ise analyzer was 141 mmol/l. The repeat result was believed to be correct.